Manufacturer narrative:
H3: product analysis: evaluation determined that the distal bearing is detached. The likely cause of the failure is could not be determined. It was also noted that the unable to insert burr due to damaged and misaligned bearings, issue found. ¿this regulatory report is being submitted due to retrospective review through CAPA 672570.¿ medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the during pre-op the attachment had bearing detachment. It was reported there was no patient involvement.